Event description:
It was reported to boston scientific corp in 2009, that a trapezoid rx lithotripter basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after several unsuccessful attempts to remove a 1.5cm irregularly shaped stone from the common duct with two extractor balloons, the physician made a decision to switch to the trapezoid basket due to the location of the stone (it thought to be possibly impacted in the right intra hepatic duct). The stone was captured; however, the stone could not be removed from the common bile duct due to its size. The physician and technician then attempted to crush the stone manually; however, this maneuver was unsuccessful. The trapezoid handle was then placed into the alliance ii inflation handle was then placed into the alliance ii inflation handle to gain mechanical advantage to crush the stone. The stone still could not be crushed. The tip of the basket would not disengage and the technician could not discern whether the basket was opened or closed when manipulating the handle. After several attempts to crush the stone, the decision was made to cut the trapezoid wire, remove the scope, and send the pt to surgery. The ercp procedure was over two hours. Laparoscopic surgery was performed at which time the basket and stone were retrieved, and the gallbladder was also removed at that time. The entire procedure time was approx 5.5 hours. The pt was then sent to the ICU between 9:00 and 10:00pm and subsequently expired the next morning between 8:00 and 9.00am. The physician felt the death was attributed to the 3.5 hour laparoscopic procedure and the pt's comorbidities. It is unk if an autopsy was, or will be performed.

Manufacturer narrative:
According to the complainant, the suspect device has been retained. However, follow-up revealed the device may be available following the complainants investigation. Should the device be received, a supplemental report will be submitted.